Event description:
The patient, a tetraplegic, had been undergoing oxygen therapy for about 8 years. They breathed via a cannula which was connected to their trachea. The family member was warned by a sensor that pt was experiencing some difficulty. Due to operator error (according to court appointed expert witness report), lox migrated through the cannula while family member was sleeping. Family member woke to pt moaning, and found pt to have frostbite. The pt was sent to the hospital and later died.